Event description:
It was reported that the patient stated he had experienced "significant bleeding" from a catheter sample he was sent. The patient discussed it with the doctor who suggested the catheter could not impose lasting damage to him and for him to try a smaller french size.

Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated he had experienced "significant bleeding" from a catheter sample he was sent. The patient discussed it with the doctor who suggested the catheter could not impose lasting damage to him and for him to try a smaller french size.